Event description:
It was reported that a stent could be released until the lesion site was reached when the deployment mechanism became harder to activate and the stent split in two parts.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.